Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system, unexpected restart and other alarm. The customer blood glucose level was 130 mg/dl. The customer stated that the drive support cap was sticking out. Customer stated they were not able to rewind the insulin pump. Fill cannula was recorded in daily history. The customer was advised that the pump will need to be replaced and was advised to discontinue use of the pump and revert to a back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received a33 alarm during the basic occlusion test due to loose/protruded or flush drive support disk. Unable to perform prime/a33 test, excessive no delivery test, occlusion test or a21 error test to verify a21 error due to a33 alarm.